Event description:
User experienced a leak from the back of the analyzer. No one was hurt and no patient samples were involved. The field service representative determined there was a water system supply leak at the connection on the rear of the analyzer. He replaced the clamp. Performance tests were performed which were within specification.